Event description:
It has been reported to philips that the image display on the device's on-screen on-screen is delayed, then unable to x-ray exposure. No harm has been reported to philips. The fse replaced the ippc and the problem was solved. Device was returned to service. No part has been returned; thus, root cause cannot be determined at this time.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use for diagnosis procedure when the issue was occurred, and the procedure was completed using multiple equipment by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure not possible. Upon functional testing the fse found that the hard disc had an uncorrectable sector count. Review of the system log file showed image processing pc (ippc), image disc errors. The fse replaced the ippc, image disk and recreated the image. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
The customer reported the allura xper fd10 with errors and unable to obtain image. System was in use when the errors occurred. No patient harm or procedure delay was alleged.